Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged that the 087 call service alarm occurred three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/06/2015 with the following findings: a review of the pump¿s black box data revealed multiple cs 087 call service alarms. During investigation, the cs 069 call service alarm was reproduced while performing the rewind function. The cs 069 alarm is defined as language file corruption while retrieving language text. The cs 069 alarm was written as a cs 087 alarm in the black box data. The error is resident to flash chip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.